Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels and programing their pump. The customer states their levels had dropped to 11mg/dl, and paramedics responded. The customer states they were treated with glucose injection. The customer attributes the lows to not eating, and not caused by the pump. The customer was assisted with pump settings.